Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was on the 200 mg/dl range. A supply change was performed to address the issue. Reportedly, the customer continued using the pump for insulin therapy.